Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the alarm and noted that the pressure setting was turned on with no pressure transducer connected. The pressure transducer was connected to resolve the issue. A functional verification check was performed and subsequent testing did not identify further issues. The unit was returned to service. This issue was caused by a user error. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the s3 console experienced a cardioplegia alarm during priming that could not be cleared. The user was eventually able to get the device to work. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR could not identify any deviations or non-conformities relevant to the issue.